Manufacturer narrative:
(B)(4). Investigation summary: bd received 2 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for damaged and scarred stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was a crack tube and a deformed stopper discovered. The following information was provided by the initial reporter, translated from (B)(6) to english: scar on tube x1, deformed stopper x1.